Manufacturer narrative:
Despite multiple attempts, this right atrial lead was never returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that one day post-implant, this right atrial (ra) lead was exhibiting loss of capture and a high out of range pacing impedance measurement of greater than 2000 ohms. The field believed the ra lead had dislodged. Surgical intervention was performed and during repositioning, the helix would not retract even after the maximum number of turns being used by the physician. The ra lead was eventually removed and replaced. No additional adverse patient effects were reported.